Manufacturer narrative:
Evaluation summary: the results of investigative revealed there was a pin hole in the proximal portion of the balloon. There was a scratch on the balloon near the pin hole. Quality engineering has determined that the appearance of scratches on the balloon material near the rupture site is consistent with a balloon catheter being used in a calcified stenosis. The exact root cause of the rupture could not be determined. A review of the mfg records for this product lot was conducted and no anomalies that would cause this type of product issue were identified. As part of our quality control process all dilatation catheters are 100% leak tested prior to packaging and samples are taken to verify the product meets mfg specifications. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that during a ptca procedure, the balloon ruptured which resulted in dissection. A stent was placed to treat the dissection. Reportedly, the pt tolerated the procedure well.